Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent dislodged from the balloon. The lesion being treated was a severely calcified ramus off the left main (lm). The ramus off of the lm was predilated with a maverick balloon (unknown size). Then the 3.0mm x 16mm taxus express2 8.8% stent became dislodged off of balloon. The physician believes the stent dislodged because it was "butting up" against heavily calcified lesion. The physician used a maverick balloon to successfully retrieve the stent. Not due to stent dislodgement, the patient went to surgery due to inability to be treated in the cath lab. The physician stated to the sales rep that it was not product error and thought surgery should have been performed instead of trying to stent the lesion, due to the degree of calcification. In addition, a luge wire was used in the ramus during the procedure. The wire snapped and broke off but was retrieved prior to the patient going to surgery. No other complications were reported. No additional info is available at this time. Same case as MFR# 6000130-2004-00062.